Manufacturer narrative:
This report is being submitted as follow up no. 1 to update sections e4, g2, h3, h10, provide the completed investigation results, and attach the medwatch. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the carrier tube and hemostasis sheath. The device was subjected to visual analysis. The device appears to be in used condition, with visible signs of blood. The hemostasis sheath and carrier tube are separated. The carrier tube is in rear lock position. The bypass tube is dislodged on the carrier tube. The anchor and collagen are still present in the carrier tube. The complaint can be confirmed for a nondeployment device pullout. The device was returned with the carrier tube in rear lock position with the anchor and collagen present. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and positing. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
. E3: occupation: rn, clinical risk manager the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report # mw5170567. The event description states "the physician attempted to deploy the angio seal. The footplate did not deploy so collagen plug came out of the body with the footplate." Additional information was received on 06jun2025: the procedure performed was a left heart catheterization with percutaneous coronary intervention lm (left main), lad (left anterior descending), lcx (left circumflex) with impella support using a 7 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Hemostasis was achieved by manual pressure. A pre-deployment angiogram was performed. The patient was stable. The procedure was completed successfully. Large hole closure initially closed using a perclose device. A small amount of bleeding around the wire. The angio-seal was attempted; however, the footplate did not deploy.